Manufacturer narrative:
Other relevant device(s) are: model: 9660651. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the axiem box is not recognized by the navigation system, specifically the emitter. Power cycling the system was able to resolve the issue. There was no patient present at the time of the event.